Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump's the gears inside are burnt. No patient was involved.

Manufacturer narrative:
Based on additional information received from the initial reporter on 8-jun-2018, this is not a reportable event. No further reports will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump is missing the rotor, and the gears inside are burnt. Upon follow up on 8-jun-2018 the customer stated that the gears were not burnt, they were striped.